Event description:
During a cardiac procedure using a supreme ep quad catheter, a cardiac perforation occurred. While using the supreme ep quad catheter, the physician noted a perforation through the atrial wall. An echocardiogram confirmed the cardiac perforation. The patient remained stable and the physician continued the implantation of a defibrillator. The patient was stable at the end of the procedure.